Manufacturer narrative:
(B)(4).

Event description:
Allegedly revised due to pain.(B)(4).

Event description:
Allegedly removed during the revision of another component.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updateed the investigation is complete. This event occurred in the (B)(6).

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.